Event description:
It was reported there was concern the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). The device had reached elective replacement indicator (eri) on (B)(6) 2022. The battery life remaining was at 48% in july 2021. Device data showed the device power consumption was increasing in a gradual fashion. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury.

Event description:
It was reported there was concern the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). The device had reached elective replacement indicator (eri) on (B)(6) 2022. The battery life remaining was at 48% in (B)(6) 2021. Device data showed the device power consumption was increasing in a gradual fashion. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information was received that confirmed the device has been explanted and replaced. There were no additional adverse patient effects reported.